Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device was returned, analyzed and the ic-gate oxide/capacitor had oxide current leakage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that prior to implant when charging up the capacitors, the device had a charge circuit timeout. After the second attempt to recharge the capacitors, the device gave an end of service message. The device was not implanted. No patient complications have been reported as a result of this event.